Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the image is not sharp. There was a 45 minute delay and further anesthesia was required. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: it has been reported that the image is not sharp. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: the most likely root causes of the issue could be the scope, the coupler, or the camera head was not properly cleaned before use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the image is not sharp. There was a 45 minute delay and further anesthesia was required. The procedure was completed successfully.